Event description:
The patient experienced a loss of therapeutic effect after a fall. The device was not working and the area around the device was "rigid" and was getting more so each day. The battery may have been at eol through natural battery depletion. The patient was re-directed to their healthcare professional. Additional information was requested from the patient's healthcare professional.

Manufacturer narrative:
(B) (4).